Event description:
A pt experienced a traction injury of the nerves which inneravate their lower left leg. This occurred while the pt was undergoing surgery in the lithotomy position. The o.r. Manager reported that the problem was most likely caused by a positioning error or a pt anomaly.